Manufacturer narrative:
The customer reported to have replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) was only authorized to upload the current software revision. The device passed extended self-test (est), short self-test (sst), and the performance verification test (pvt). Covidien ref: (B)(4).

Event description:
The customer reported that an 840 ventilator had a blank graphical user interface (gui) display. The device was not being used on a patient when the event occurred. The date of the event is unknown.